Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have multiple indentations/burrs on the outer face of the distal yaw pulley. Grip cables/other components adjacent to this indented pulley do not show damage which may indicate potential damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the tan plastic at the distal tip of the fenestrated bipolar forceps instrument was observed to be warped, which resultantly caused the guide wires to catch. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage noted to the instrument following the procedure in which it was last used; however, thermal damage to the instrument was identified prior to reprocessing. It is unknown if arcing was observed or reported during the prior procedure. There was no reported injury to the patient as a result of the issue.